Event description:
A malfunction alarm labeled as alarm 20 was reported with the pump during the loading process. The customer declined to answer whether their blood glucose level exceeded a certain threshold. Despite assistance from technical support in loading a new cartridge, the alarm persisted, and the customer was unable to resume insulin therapy. Technical support decided to replace the pump. The customer was instructed on putting the pump into storage mode and returning it with a pre-paid label. The customer planned to use multiple daily injections as a backup insulin therapy. No specific information was reported regarding the impact on the customer¿s blood glucose level.